Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) explant procedure due to an unknown reason. No further information has been obtained despite good faith efforts. Additional information was received that the patients ipg was upgraded when the surgeon added the leads for patients lumbar implant for a second pain area. The explanted ipg will not be returned per hospital policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) explant procedure due to an unknown reason. No further information has been obtained despite good faith efforts.